Event description:
Co was informed that a second ventilator was involved in an incident that was reported as the ventilator was on a post surgical pt when it failed to hold the peep level set. There was no pt injury and no record of the ventilator settings.